Manufacturer narrative:
Investigation found the reported issue was caused by a faulty reed switch, sw5. This device was scrapped and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device did not turn as expected when opening the lid. In this state a use error could occur resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.